Event description:
It was reported that during spinal surgery on (B)(6) 2012, right iliac crest bone graft was mixed with allograft bone for fusion. Allograft bone and local bone was abundantly placed in the disk space for the interbody fusion. On (B)(6) 2012, the patient presented to emergency room with recurrent right leg pain. MRI showed postoperative fluid collection with compression. On (B)(6) 2012, the patient presented at emergency/urgent care with "severe right leg pain, difficulty controlling his pain and some swelling in his legs". Patient has developed pain over the past week in the right l4-l5-s1 distribution going down to his big toe. Patient has intolerable pain despite being on immediate release morphine (3 mg / 4 hours) and valium (5 mg / 4 or 5 hours). Patient rated pain 10/10, very weak, feels like he cannot move his leg well". Patient was admitted to hospital and underwent steroid injection.

Event description:
It was reported that on (B)(6) 2012, the patient presented with back pain, severe pain down the right leg described as sharp, stabbing, electrical, burning, and made worse with activity. Patient has had 2 epidural injections that did not improve his symptoms. Undated pre-op x-rays indicated ¿quite significant collapse and retrolisthesis at l4-5. Flexion-extension views confirm the retrolis thesis at l4-5.¿ undated pre-op MRI indicated ¿l4-5 severe degenerative disc disease with modic changes. There is significant facet hypertrophy and with this some neural foraminal stenosis. There is a right-sided disc herniation at l4-5 that compresses the l5 nerve root.¿ (B)(6) 2012, the patient presented with l4-5 retrolisthesis and hnp with resultant stenosis and ddd. The patient underwent decompression and plif l4-l5 using rhbmp-2/acs, spinefrontier hardware, allograft bone, tricalcium phosphate, and a peek interbodycage. Infuse was placed with tricalcium phosphate and allograft bone around the transverse processes on the right for posterior arthrodesis. There were no noted complications. (B)(6) 2012, the patient presented for followup. Per the physician¿s notes, ¿his basic complaint is bilateral leg pain, right more than left. He feels this is different than it was preoperatively. He gets some cramping in his legs at night. He is able to walk. His back is very sore.¿ x-rays indicated ¿good positioning of the hardware with good alignment.¿ (B)(6) 2012, the patient presented with new onset right leg and low back pain. Patient was diagnosed with a post-operative hematoma. Patient underwent lumbar wound exploration with evacuation of the hematoma. (B)(6) 2012, patient presented for followup. Per the physician¿s notes, ¿his leg pain has returned again, it is primarily in the right leg. He denies any calf swelling or tenderness. He denies any significant swelling around the incision.¿ x-rays indicated ¿good positioning of the hardware with good alignment.¿ (B)(6) 2012, MRI of the lumbar spine indicated ¿the fluid collection within the posterior soft tissues has decreased size and currently most of this fluid is located within the posterior subcutaneous fat and there is no evidence of abnormal epidural fluid collection or posterior epidural mass effect upon the thecal sac or other significant new imaging abnormality compared to the prior exam.¿ (B)(6) 2012, patient presented with failed back syndrome and lumbar radiculopathy. Patient underwent right-sided l4-l5 transforaminal ep idural steroid injection with fluoroscopy. Per the physician¿s notes, ¿of note, he was markedly symptomatic with the instillation of contrast near the nerve root.¿ (B)(6) 2012, the patient presented with lumbar radiculopathy and lumbar stenosis. The patient underwent revision surgery consisting of right l4 facetecomy and decompression of lateral recess stenosis, and l4-5 foraminal stenosis, right superior l5 laminotomy with l5-s1 foraminal decompression. Per the operative notes ¿workup demonstrated a CT myelogram with some evidence of right-sided l4-l5 lateral recess foraminal narrowing as well as possible at l5-s1 foraminal narrowing. Emg also was demonstrated a positive l5 radiculopathy changes.¿ there were no noted complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).